Event description:
Event description cpi received information that this bipolar endocardial lead was showing high lead impedances. If the thresholds have not changed, it may be a measurement variance rather than a lead problem. At this time they are monitoring the patient. No invasive at this time.